Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker presented with erosion/extrusion of the device. Infection was likely but not confirmed. The pacemaker and non-boston scientific leads were explanted and a new system was implanted on the patient's right side. No additional adverse patient effects were reported.